Event description:
A pt was undergoing a laparoscopic procedure to fenestrate an ovarian cyst. The electrosurgical hand instrument reportedly lacerated the right iliac artery. An open surgery was then done to stop the bleeding. The pt also experienced cardio-pulmonary distress. The surgeon stated in the medical record of case: "it was determined that the grounding pad had been improperly placed." The user facility reported that it has sent the electrosurgical components to an independent testing service (ecri) for eval. A bipolar connecting cable was included in the components to be evaluated, but it is not known if the cable was used during the laparoscopic procedure or not.